Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaw of the vessel sealer extend (vse) instrument would not open. The customer unplugged and plugged the instrument back in. No known impact or patient consequence was reported.